Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
Patient had right ankle surgery done on (B)(6) 2013. Patient stated that approx in 2016 she felt as if she had broken her ankle again. Patient has been experiencing stabbing pain, cannot put weight on her ankle, swelling, her alignment is off balance, soreness on her lower back, ankle feels hot, instability, numbness in the back of her heel and she now has a clicking sound. Patient stated the pain will wake her during the night. Patient cannot wear shoes due to the swelling. The patient stated that this has affected her knees and has been told that she is now a candidate for knee replacement. Patient takes tramadol for her pain. Patient has had physical therapy on a yearly basis to the maximum allowed by her insurance.